Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited what appeared to be muscle noise or movement artifact that led to oversensing, resulting in an inappropriate shock. Technical services (ts) recommended defining what this patient was doing at the time of the shock and attempt to recreate and observe. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.